Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed skin irritation under the lifevest equipment. Patient described the area as a fungus skin condition on the back. The patient¿s physician prescribed a cream for the skin irritation. Outcome of the irritation is unknown.